Event description:
The viewing sub system (visub) shut off during an examination and turning the power back on did not achieve recovery of this x-ray system.

Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).